Event description:
During inflation of balloon catheter, the balloon ruptured upon attempted removal from right distal common femoral artery, approximately 2 cms of the balloon tip remained. Pt was taken to or for surgical removal.